Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed an alert for reaching its elective replacement indicator (eri). Technical support was contacted and advised that the eri alert was false. No intervention was performed; the patient was stable and will continue to be monitored.